Event description:
A malfunction alarm identified as malf 12 was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur. The customer understood the instructions to continue using the pump and to call back if the issue arises again.